Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, the presenting egm showed undersensing of low amplitude right atrial (ra) lead signals that appear to trigger biventricular pacing. It was noted that the atrial lead is a non-boston scientific lead. Ts provided programming optimization options. At this time, this crt-d and non-boston scientific ra lead remain in service. No adverse patient effects were reported.